Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported the patient complained of dizziness. It was further reported there was low right ventricular (rv) lead impedance resulting in a polarity switch and t-wave oversensing (twos) in unipolar configuration. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.